Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - trabecular metal modular acetabular system shell, p/n 00620205620, l/n 60207182; unknown liner, p/n unknown, l/n unknown; unknown head, p/n unknown, l/n unknown; unknown stem, p/n unknown, l/n unknown. Report source - (B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04756, 0001822565-2017-04757, 0001822565-2017-04842.

Event description:
It was reported that the patient underwent a two stage revision due to pain, muscle atrophy, difficulty walking and infection. The second stage occurred 5 months later. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a debridement procedure seven years post-implantation. An orange tumor filled with particles from the hip was removed. Five months later the patient had a revision procedure due to infection. The entire device construct was revised.